Event description:
When tunneling groshong catheter subcutaneously (already inserted into the vein) the catheter separated in the sub q tissue. Remaining catheter had to be re-wired, removed, replaced vein dilator and peel away sheath to reinsert another groshong catheter.